Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure for the repair of a retinal detachment, the laser probe would not fit into the port correctly. The case was completed using an alternate laser probe. There was no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for evaluation. The probe was manufactured on october 26, 2016. There were 558 paks associated with this lot. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A 25ga illuminated flexible curved tip laser probe with radio frequency identification (rfid) was received for evaluation. A visual assessment of the returned sample was performed on june 15, 2017 and showed no obvious nonconformities. The sample was inserted into a 25ga trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.0200-0.0205, meeting specifications. Root cause the sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).